Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse could not reproduce the reported problem. Fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). He erbe was analyzed and the reported failure could not be reproduced. The unit energized and cauterized and all ports recognized instruments. The error log was clear, but the error list had errors that were in close proximity.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there were repeated c-38 errors against the erbe. The reporter was not certain of any troubleshooting steps the staff had taken. The reporter powered the erbe on and connected a grounding pad with no issues. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer used the vio integrated electrosurgical unit (iesu) generator for the case without issue. Additionally, a review of the site's system logs for the reported procedure date was conducted by an rpsm analyst. The system logs show the c-38 error code occurred many times on the iesu until mid-procedure. The log shows the site stopped using energy instruments for the remainder of the procedure and the error did not return. This indicates that the repeated iesu error was not resolved while using energy instruments during the operation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) generator was sent to and evaluated by the original equipment manufacturer (OEM). The OEM investigations support the failure analysis conclusion that the reported failure couldn't be reproduced. The error listing was clear with no errors. However, while performing calibration, the unit produced an unstable waveform resulting in the replacement of the mother board. Unrelated to the reported problem, the visual inspection confirmed the front bezel had physical damage.